Manufacturer narrative:
Additional information was received on november 5, 2021. The patient is caucasian. The procedure was a primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with 325cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Hair loss, bald spots, weight loss, bruising, memory loss, and frequent influenza infections were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-12249 for contralateral prosthesis report.